Event description:
Customer reported that the nurse splashed in the eye with fluid from syringe due to crack undetected before use.

Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. No pictures, samples or any other evidence of impacted sol-m 10ml luer lock syringe w/o needle, ref# p180010mp, lot# 04411046 was received from the customer for evaluation. All the archive samples tested were within the product specification requirements, due to this reason reported issue couldn't be confirmed. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.